Event description:
The user facility reported a 31 year-old male was implanted with an impella 5.5 pump for bridge to transplant. It was reported that there was a leak at the luer after 5 weeks of support. Bicarbonate was used as the purge fluid. The pump was ultimately explanted as a result. There was no patient injury reported.

Manufacturer narrative:
The investigation into the reported luer leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on the use of sodium bicarbonate as a purge solution, the root cause of the purge leak was most likely a damaged yellow luer on the purge sidearm. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿